Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin@home transmission. Upon review, the patient's implantable cardiac monitor(icm) exhibited post-sensed t-wave over-sensing and over-sensing p-waves. There was intermittent p-wave over-sensing which occasionally caused blanking of the r-wave and over-sensing of the t-wave. Programming changes were made. The patient was stable.